Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening in the anterior side assessed as surgical damage. Additional observations: crease flat observed in the device no further actions are required as the device was implanted.